Event description:
International customer reported that a tear was noted on the device two days after the device was initially placed in service. The device functioned normally up until this point. The device was removed from service. No adverse consequences were reported.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.